Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer received an insulin flow blocked alarm. The user stated the insulin flow blocked alarm occurred repeatedly since replacing the insulin pump. Blood glucose level at the time of the incident was unknown. Troubleshooting was not completed for the insulin flow blocked alarm as the customer declined. No harm requiring medical intervention was reported. The pump will not be returned for analysis.